Event description:
It was reported that the ventricular lead capture thresholds varied between 1.5 v at 0.4 ms and 3.25 v at .04 ms in the bipolar configuration. Stable unipolar capture was obtained at 0.75 to 1.0 v. The ventricular polarity was changed to the unipolar configuration. The patient was not pacemaker dependent.

Manufacturer narrative:
Na